Event description:
It was reported the patient was revised due to implant loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: kne-other-tibialtrays-unk.